Event description:
It was reported that the device was not charging and that the patient was having a hard time. It was noted that the patient charged about a week and a half ago and charged all the way up. It was noted that the battery was just a little bit down and charged for 2.5 ¿ 3 hours until it was fully charged. It was further noted that the patient was fighting back spasms. Additional information received noted that the patient was unable to make adjustments both with and without antenna attached to the programmer. It was noted that the patient was seeing the poor communication screen with the programmer when the antenna was plugged in. It was noted that the patient tried to unplug the antenna and plug it back in securely to see if that helped. It was noted that the patient tried the programmer with no antenna and was seeing the poor communication screen. It was noted that the patient tried to use the recharger earlier but had back spasms and needed a break. It was noted that the patient last charged 2 weeks prior to report. It was noted that the patient was trying to recharge on the day of report but kept seeing the reposition antenna screen. It was noted that the patient had not been near electromagnetic interference (emi).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).